Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The physician then advanced the catheter and was able to deploy it in the patient. No patient injury reported. Same event as MDR# 2029214-2012-00213.